Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found that the coating on the connecting tube was peeled off, constituting a potentially adverse event. In addition, the connecting tube was dented and the angulation in the up direction is out of standards due to the worn angle-wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had a scratch on the insertion section. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the following, it is likely that physical stressed caused or contributed to the malfunction: a. Coating at insertion section peeled off. B. Scratches/dents at insertion tube. The instructions for use (IFU) addresses this issue: user can adequately detect the event by handling the device in accordance with the following IFU section: preparation and inspection of the endoscope: ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ occurrence of the suggested event can be decreased/prevented by handling the device in accordance with the following IFU section:. Important information: please read before use: "warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ a definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device.